Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported a biomed replaced both bezel and logic boards in multiple units and ended up with even lower flow.

Manufacturer narrative:
Additional information added to: d8;d9-corrections made to: e2,g2-added healthcare professional. This device was evaluated and repaired through the service repair process. Based on the findings, service was unable to determine the probable cause of the reported issue. A review of the device history record showed the device had a manufacture date of 17mar2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported a biomed replaced both bezel and logic boards in multiple units and ended up with even lower flow. There was no patient involvement.